Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the day after initial implant of the cardiac resynchronization therapy defibrillator (crt-d) the patient heard an alert tone. Upon interrogation, high impedance, high thresholds, oversensing and a loss of capture were noted on the right atrial (ra) lead. A setscrew issue was suspected. The pocket was opened and it was confirmed that the atrial lead was loose in the header. The ra lead was reattached to the device and the setscrew was tightened. Appropriate readings were confirmed through the analyzer. The lead and device remain in use. No patient complications have been reported as a result of this event.